Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two unspecified mentor gel breast implants and experienced bilateral paresthesia postoperatively. The patient stated that she is experiencing numbness in the joints of her shoulders. The patient believes that the numbness is due to the heaviness of her implants, and she is hoping replace them with smaller breast implants. As a result, the patient had a consultation with a health care professional. At the time of this report, mentor has received no information regarding an expected explantation date. This report is for the left-sided prosthesis.